Manufacturer narrative:
(B)(4). The device history review was conducted and found complete without any irregularities. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause at this time. Pictures provided show the side view of the instrument with the jaws in the open position and picture of the top handle assembly showing the model and lot number with serial number. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action will be taken at this time. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) as part of a 50pc. Lot in (B)(6) of 2016. The returned instrument was evaluated and found that the jaws are aligned in the open and closed position but the knob rotation and handle to jaw mechanisms were dry and sluggish feeling. Further evaluation showed that this instrument picks up, retains, closes and releases multiple clips as required of its function both with and without the use of silastic test tubing thus we are unable to va lidate the alleged complaint. Parts were 100% visually inspected and tested at the (B)(4) before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined w~at caused this instrument to become dry and sluggish, but it is suspected that the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU (l06109 r03) supplied wi th the instrument which states "the instrument must be cleaned, lubricated, functionally other remarks: checked, and sterilized prior to each use. Use a non-silicone, water-based lubric ant prior to sterilization. No corrective action r equired at this time. (B)(4).

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon faced a problem with the hemolok applier 544995, the jaw jammed twice during application of hemolok clips which caused damage to an artery .